Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. The customer changed the cartridge, infusion set tubing and site multiple times. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.